Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), 23mm sapien 3 case by tf approach. The procedure was unremarkable until valve inflation. Normal resistance was felt when pushing the commander through the esheath, no problem at all during valve alignment and there was no resistance when pulling back the pusher prior to inflation. Then while trying to deploy the valve, the inflation medium came out of the handle. Therefore the deployment was only partially possible. It was possible to pull back the commander system with the partially deployed valve to the descending aorta; however, the system could not be inflated due to the existing leak. The valve was pushed off the balloon and a new commander was inserted to inflate the valve. The balloon could be inserted into the valve but during inflation the valve moved on the balloon and inflation was stopped. Another attempt was done with a bigger edwards balloon but with same result. Therefore a numed 25x40 balloon was taken to inflate the valve but the same difficulties occurred, the valve kept moving during inflation, however, it was finally managed to inflate the valve completely. The valve was fixed by overstenting with a vascular stent. Then a new sapien 3 and a new commander were prepared and implantation was successful.

Manufacturer narrative:
The device was returned to edwards for evaluation in a used condition. Prior to device decontamination, the returned delivery system was inflated and inspected for leaks, and a leak was observed originating from underneath the strain relief. To inspect for any damages along the balloon shaft, the balloon shaft strain relief was moved distally and the delivery system handle was cut (balloon shaft kept intact). The balloon shaft was visually inspected and a break/crack in the balloon shaft underneath the strain relief distal to the y-connector was identified. No other abnormalities were observed. After device decontamination, the delivery system was disassembled (balloon shaft cut) to better inspect the full length of the balloon shaft and to take dimensional measurements. A break in the balloon shaft underneath the strain relief was confirmed. Additional break/separation in the balloon shaft proximal to the metal stop sleeve was also seen. There was material stretching at the balloon shaft break, a small hole near balloon shaft damage, and slight necking with deformation. No other abnormalities were reported. As there were no damages noted near the metal stop sleeve during the initial visual inspection, it is most likely that the observed break/separation in the balloon shaft proximal to the metal stop sleeve occurred after the device was first evaluated. After the delivery system handle is cut, the balloon shaft to metal stop sleeve bond is no longer as effectively protected by the handle during the decontamination/evaluation process. In this case, it is most likely that the balloon shaft damage near the metal stop sleeve occurred during either handling or storage of the complaint device after the initial evaluation; and thus, is not relevant to the complaint event. Device leakage originating from the strain relief was confirmed during evaluation of the device prior to decontamination. No further functional testing was able to be performed due to the observed damages (balloon shaft damaged). The balloon shaft outer diameter (od) distal to the balloon shaft damage was inspected to investigate if an out of specification od may have contributed to the reported complaint event. All measurements met specification. The related work orders did not reveal any issues that could have contributed to this complaint. A lot history review did not reveal any other complaints related to delivery system leakage. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system does not exceed the september 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system underwent 100% inspection to balloon shaft to y-connector bond, mechanical damage (e.g. Kinks, breaks), and 100% leak tested before final inspection. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes a tensile test of the y-connector/balloon shaft bond. The lot met statistical acceptance criteria. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined at this time, a CAPA has been opened to continue investigation and implement any needed corrective actions. Of note, the CAPA is currently in the investigation phase at the time of this evaluation. Due to the severity associated with this issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA is currently open to investigate and implement corrective/preventive actions related to this failure mode. The complaint was confirmed, but no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.